Event description:
A customer in (B)(6) notified biomérieux of a discrepancy associated with the vitek® ms instrument that obtained a result of no identification. The customer reported the vitek® ms instrument did not identify the sample; however, the sample was sent to another laboratory who used an alternative method of testing was performed via bruker obtaining a result of pasteurella betilla. A retest was conducted on the vitek ms instrument and provided a result of histophilus somni. The customer did not know which result was correct. The customer indicated there was a ten (10) day delay reporting the results to the physician. No adverse event to the patient was reported by the customer. Culture submittals were requested by biomérieux. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) contacted biomérieux regarding a vitek® ms instrument that obtained a result of no identification. The customer reported that on (B)(6) 2017 the vitek® ms instrument did not identify the sample. The sample was sent to another laboratory which used the brucker method to obtain an identification result of pasteurella bettyae. A retest was conducted on the vitek® ms instrument and provided a result of histophilus somni. Investigational testing was performed. All data reviewed and analyzed included: ecal mzml files (11 files) from (B)(6) 2017 to (B)(6) 2017. Sample mzml (4 files). Last fine tuning prior to the discrepant result was on (B)(6) 2016. The analysis of the data provided regarding fine tuning indicated that the system had to be checked. Vilink alert tool also indicated that this instrument had to be checked. Fine tuning was performed (B)(6) 2017. The analysis of the data with the vitek® ms knowledge base (kb) v3.0 (clinic) and vitek® ms kb v3.1 (industry) allows for identification of the strain as pasteurella bettyae, the same identification as brucker system. The customer sample was identified correctly (as pasteurella bettyae) with the next vitek® ms kb v3.0 (clinic) and vitek® ms kb v3.1 (industry). Conclusion regarding the system: the vitek® ms instrument was not operational during the test. Conclusion regarding the identification: the expected species (pasteurella bettyae) is not included in the vitek® ms database v2.0. Vitek® ms system identification is based on a species pattern classification. The system limitation is due to the use of a predictive modeling based on a supervised learning. Typically, such a model includes an algorithm that learns certain properties (peaks presence) from a training spectra dataset in order to make those predictions. When the microorganism tested is not part of the training dataset, no specific species pattern will be available in the database for comparison. Consequently, the system can give: no identification (most probable answer) when the spectrum acquired doesn't match with any species pattern. An incorrect single choice identification to the nearest pattern species (often same genus as expected) when the spectrum acquired presents high level of similarity with a specific species pattern present in the database. A low discrimination identification (often the same genus as expected) when the spectrum acquired presents high level of similarity with multiple specific species patterns present in the database. The analysis of customer data with vitek ms kb v3.0 (clinic) and vitek ms kb v3.1 (industry) gave single choice to pasteurella bettyae. Suspected root cause of the issue: vitek ms system limitation, non-optimal fine tuning.